Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had an insulation breach and was non-functional. The right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.